Event description:
During use on patient, the device suddenly restarted less than 30 seconds and was back to ventilate normally later. The alarm was generated during the event, device failure which can be eliminated by pressing "alarm reset" then the device can work normally, the ventilation continued with previous settings at the latest CPAP mode. No injury reported.

Manufacturer narrative:
The log files of the affected device were provided for investigation. Log analysis revealed that on the reported date of event one ventilator reboot was logged. The logged error codes reveal a technical deviation within the electronic system which caused a software controlled restart as a specified reaction in order to solve the deviation. In this case, the pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system reset is combined with an audible and visible alarm of high priority. After termination of the restart procedure (max. 12 sec), ventilation is continued with the latest saved settings. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation was just started. The results will be provided in a follow-up report.

Event description:
During use on patient, the device suddenly restarted less than 30 seconds and was back to ventilate normally later. The alarm was generated during the event, device failure which can be eliminated by pressing "alarm reset" then the device can work normally, the ventilation continued with previous settings at the latest CPAP mode. No injury reported.